Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative performed an on-site assessment and confirmed the reported event in the system event log. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system was not cutting the capsulotomy in proper position in the left eye of a patient, during cataract surgery. The surgeon completed surgery by manually completing capsulotomy. There was no patient impact. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.